Manufacturer narrative:
Review of provided logs revealed technical error indicating an open safety valve in 01/14/2021. No information was received about how the problem was solved. Due to lack of information, the root cause of the reported event can not be found.

Event description:
Manufacturer's ref. (B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating an open safety valve. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).